Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 6/4/97 and removed on 6/8/97. The iab leaked back into the system 97 pump. Event complications: none from the event - rpt'd 6/9/97, 7/3/97. Pt current status: o.k - rpt'd 7/3/97.